Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated the pen needles are not dispensing her insulin. Customer has 2 boxes of the same lot number of pen needles. The package had not been open or damaged when received. Customer has been using the product for nine months. Customer is using compatible product, and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 16-feb-2024 to ensure the replacement products resolved the initial concern -able to establish contact with customer who stated they are comfortable with the replacement products.

Manufacturer narrative:
Sections with additional information as of 22-apr-2024: pen needles were not returned for evaluation. :complaint was forwarded to supplier quality based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by the manufacturer. No abnormalities observed with retention samples. Added most likely underlying root cause onto case most likely underlying root cause: mlc-009: use error caused or contributed to event corrected sections as of: 22-apr-2024. D4: corrected lot# from 21605 to 2i605 as per manufactured report. Corrected and model number from ndl, pen ldr tp 32g 4mm100ct 30/cs to pndl, 5bv tvh tp 32g 4mm100ct 30/cs.